Event description:
During index procedure, one endeavor rx drug-eluting stent was implanted in the proximal lad. It was reported that 2 endeavor stents of unknown size were attempted to be implanted in the 2nd right posterolateral, but they failed to cross the lesion. One other brand stent was successfully implanted to the 2nd right posterolateral. A revascularization of the distal lad was performed 7 days post index procedure due to positive history or recurrent angina pectoris presumably related to the target vessel. Investigator stated that event was not related to study stent. One endeavor rx drug-eluting stent (MFR report # 2953200-2009-01438) was implanted during the revascularization procedure. Patient was asymptomatic at 30 day follow up and had a cardiac status of stable angina at 6 month follow up. Patient was asymptomatic at 1 year follow up and had cardiac status of stable angina at 1.5 year follow up. Patient's death is reported to have occurred approximately 20 months post index procedure. Investigator reports that patient died after 5 weeks in a foreign hospital. It is reported that death was associated with mi. Investigator classified death as non sudden cardiac death. Investigator stated that it was not assessable if death was related to the study stent.

Manufacturer narrative:
Secondary intervention - revascularization. Evaluation: results: death.